Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a fall, which was not caused by or attributed to the evoke scs system. Magnetic resonance imaging (MRI) was required to assess the injury. An impedance check was performed and disconnected electrodes were identified, impacting the MRI compatibility. The patient requested explant of their evoke scs system.